Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that it was difficult to charge. Manufacturer's representative (rep) stated she did not know if this was reported be fore. Rep reported that a couple months after implant the patient lost weight and was only able to get 2 bars coupling because the neurostimulator (ins) was moving in the pocket. It was reported that a pocket revision occurred. It was reported that a pouch was used and tightened the pocket. Rep reported that she tried the recharger (insr) after surgery and was unable to get any coupling bars. Rep was not with the patient at time of call. Rep stated the patient still had bandages so she will wait until bandages are removed. It was reported that a power-on-reset (por) was seen. Rep stated she got a por when she tried to use the insr to charge patient's device after the pocket revision. It was reported there were 2 coupling bars. Rep was using insr and did not know the por code number. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the power on reset appeared to have been due to electrocautery interference.